Event description:
The manufacturer received information from a third party service center alleging a ventilator's active exhalation control valve remained open. There was no report of patient harm or injury. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation of a ventilator with the allegation of the device's active exhalation control valve remained open. During the evaluation of the device at the manufacturer's service center. The customer's complaint was not confirmed. During the evaluation of the device, an issue with the device's sensor board was observed. The sensor board was replaced to address the issue.